Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device was discarded by the facility before the model and lot number information could be documented by the csi field representative. (B)(6).

Event description:
Two treatments were performed in the diffusely diseased 2.5mm left anterior descending artery (lad) with the diamondback coronary orbital atherectomy device (oad). The crown of the oad jumped during use, and an unexpected noise was heard. The field rep. Mentioned the unexpected noise and crown jumping to the physician, but the physician did not concur that either had occurred. Following a third treatment on low speed, imaging was performed, and the lad could not be visualized. Slow flow was noted, and a stent was placed in an attempt to reopen the vessel. The vessel could not be reopened. The procedure was completed, and the patient was well. As of (B)(6) 2019, the patient had not suffered any additional sequela relating to the reported events.